Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working which was reproduced during evaluation. Evaluation determined through visual inspection that the inner/outer printed circuit board (I/o pcb) and processor printed circuit board (pcb) were damaged. The I/o pcb and pcb were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad that was not working. There was no patient involvement. No additional information is available.